Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for 27 days due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 385mg/dl. The customer was wearing the insulin pump at the time of the 911 call, but was not sure if the pump was still on when she arrived at the hospital. Customer also reported that when the hospital staff removed the infusion set the cannula was bent. It was also reported that the customer's blood glucose level is just under 1000mg/dl. No additional information was provided.